Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mother of the patient stated her son had, "hit his chest really hard" and the emergency department physician had told the mother of the patient that, "there's a small inferior external wire fracture." The lead remains in use. No further patient complications have been reported as a result of this event.